Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l4 lead had migrated after a car accident. The issue was confirmed via x-ray. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient's l3 lead had the issue. As a result, the patient underwent surgical intervention during which the l3 lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Correction: device information in section d4 and h4 has been updated to the correct device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.